Event description:
Healthcare professional reported "rupture", "silicone impregnated lymph nodes" and "capsular contracture baker grade unknown". Healthcare professional later reported "capsular contracture baker grade ii". Patient undergone capsulectomy. This record is for the left side. The device was explanted and replaced with non abbvie device.

Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, capsular contracture baker grade ii.